Event description:
(B)(4). Same case as 2134265-2010-03730. It was reported that following a carotid artery stenting treatment procedure, the patient experienced hypotension with intermittent bradycardia. The target lesion was located in the ostium of the right internal carotid artery with 84% stenosis, a length of 26 mm, and a reference vessel diameter of 3.7mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 5%. The next day, the patient experienced hypotension with intermittent bradycardia. The event caused the patient's index hospitalization to be prolonged. The patient was discharged one day post index procedure with the event listed as resolved.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for evaluation, therefore, the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. A review of the batch history, and similar complaint trending, and similar complaint trending review for the product family was conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced a vagal response instead of bradycardia and hypotension.